Manufacturer narrative:
No further information was obtained from this customer. However, a handpiece was returned for evaluation. The handpiece was manufactured on may 7, 2012. Based on assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample showed no visible nonconformities. The handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet alcon specifications. The handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A customer reported, during a cataract extraction procedure, the handpiece did not have ultrasonic power. No system message was displayed. The case was completed with no harm to the patient.